Manufacturer narrative:
Investigation summary: the device was not returned for evaluation. In order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
A6 is unknown. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Event description:
An impella 5.5 device was inserted surgically into the right subclavian artery in a 59-year-old male patient with a past medical history of coronary artery disease (cad). The patient presented in cardiomyopathy, scai stage c shock and was on an intra-aortic balloon pump (iabp), prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient was having intermittent short 5 beat runs of ventricular tachycardia (vt). The nurse stated that the patient was dry and was receiving intravenous (IV) fluids, which was decreasing the amount of vt. An echocardiogram was ordered to assess position. The post-procedure outcome is unknown. Ventricular tachycardia is a potential adverse event during support with the impella 5.5 and can be associated with mechanical irritation from device malpositioning; however, cad and cardiomyopathy, are leading contributors of vt due to damage to the heart muscle that can cause the heart to beat too fast.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.